Manufacturer narrative:
The device was evaluated in the field and observed the customer's report. However, the device was then returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing without duplicating the report. The customer indicated an accessory was replaced to resolve the report; however, no additional details could be provided. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. They are suggesting the report was related to an accessory ECG cable resolved onsite and has been discarded.